Event description:
Boston scientific received information that this patient felt tenderness at the implant site. The patient fell the day before, but it was not suspected to be related to a device malfunction. There was a possible hematoma. Blood cultures were performed, which were negative. The patient will be followed-up normally. There was no allegation against this right ventricular (rv) lead. There were no additional adverse patient effects reported. Subsequently, additional information was received that this rv lead will be explanted in the near future due to infection. The system will not be replaced per patient request. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.